Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Unrelated to the display issue, the audio bolus button cover was torn. Additionally, the information label on the back of the pump was peeled off. (B)(6).